Event description:
It was reported that a pt underwent a sling procedure in 2004. In '08, the pt experienced odor and self treated with oral antibiotics and monistat which were not effective. The pt consulted four drs., two of which were surgeons, and was told that mesh is protruding through the vaginal wall creating a hole about the size of a pencil eraser. The pt was treated with estrogen cream for about a week which was not effective. A bladder scope was performed and no problems were noted. At about one month later, an outpetient surgical procedure was performed to remove one third of the mesh. Pt reported that the remainder of the mesh is embedded in tissue however, a piece was noted to be broken above where it was removed.

Manufacturer narrative:
Mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.